Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will continue to use the pump for insulin therapy, and will revert to an alternate pump if needed. There was no adverse impact to the customer¿s blood glucose level.